Event description:
As reported, a 5f PICC was being placed. While the peelable sheath/dilator was still inside the pt, both handles broke off. Navilyst medical is still attempting to obtain details of how the device was removed, however no pt injury was reported. The sheath was discarded at the hosp.

Manufacturer narrative:
Although the device used in the reported event has been discarded and will not be returned for eval, the investigation into this event is on-going. Upon completion of the investigation, a supplemental medwatch will be submitted. ((B)(4)).